Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device multifunction cable (mfc), ECG cable, and battery were put through extensive testing without duplicating the report. The electrode pads used in the event was not returned for evaluation. There was no fault found with the device. The device was recertified and returned to the customer. Review of the device activity logs observed that the device was not detecting a valid patient impedance. There are a variety of reasons for this including but not limited to poor coupling of the leads with the patient's skin or a defective cable. Possible reasons for poor coupling, included improper lead application, patient skin condition, or inadequate site preparation. The r series operator's guide (pn: 9650-0912-xx) states, "determination of electrical capture should only be performed by viewing the ECG trace on the r series display with its ECG connection directly attached to the patient. Use of other ECG monitoring devices might provide misleading information due to the presence of pacer artifacts." No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain electrical capture of the patient's heart rhythm. Complainant indicated mechanical capture was confirmed through checking central pulses on the patient. Complainant indicated that the clinician increased the current to a high level, inadvertently administering excessive energy to the patient. They also attempted switching to lead I, but there was no signal. Complainant indicated that the patient subsequently expired.